Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had an error on it and the buttons stopped responding. The act, esc, and bolus buttons weren't responding. The customer's blood glucose was 100 mg/dl. Customer didn't recall any significant event which may have led to the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.